Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results code, conclusion code) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the pt symptoms. This event is being filed as an MDR since the treating doctor considered the event was serious and life threatening to the pt.

Event description:
The pt reported symptoms of itchy throat, sore throat and hives all over the body. The pt reported visiting the ER due to the reported symptoms. The pt reported being prescribed prednisone (steroid) and steroids (unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015. The treating doctor considered the event was serious and life threatening to the pt due to the severity of the symptoms and the ER visit.